Event description:
It was reported that the patient developed an infection. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Concomitant products: medtronic 6935m/62, tdl008632v. Review of quality records.